Event description:
Country of complaint: (B)(6). The threads are ripping too easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received - 7 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.